Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for product return; however, the device has not been received to date. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was returned to our quality assurance laboratory and was thoroughly inspected and analyzed. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher-than-normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The issue with these capacitors resulted in a high current drain, which was depleting this device battery faster than normal.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported. Additional information: this device was returned in july 2023, and analysis was completed. This report is updated with the product investigation results.